Manufacturer narrative:
The product was not returned for analysis. The complainant indicates the use of company cartridge and universe as a viscoelastic which are not qualified for use with the associated intraocular lens (iol) model. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following intraocular lens (iol) implant procedure, the unexpected material was in the eye. There was capsular rupture occurred. Subsequently the lens was removed during initial procedure and completed with company another lens of different model. Additional information has been requested.